Event description:
I got the essure procedure done in (B)(6) 2013. I have been in pain in my lower stomach, left hip, my back has been in severe pain, bloating and I get constant headaches. I told my gyno about it she said there is something else wrong with me and not my essure. Refused to give me any real answers or help.